Manufacturer narrative:
(B)(4). The device been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the catheter slipped out from the urethra because the balloon burst. The patient's condition was reported as fine

Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. The returned sample was carefully removed from polybag and visually inspected. The sample appeared to be in a good condition except that the balloon was split. Closer examination on the split balloon area under dino-lite, a high magnification microscope (40x magnification) revealed scratch marks near the tear region. Balloon split may occur due to various reasons such as contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation or over inflation. In this case it appears quite likely that the scratch mark had initiated the tear. In our standard operating procedure, there are several stages of visual inspection being carried out. The raw balloons are subjected to 100% visual inspection using magnification lens. Defective raw balloon will be culled out before sent to the next process. After assembly, all foley catheters are then subjected to leak test whereby the balloons are inflated, inspected and left for 20 minutes to other remarks: detect reduction in size in which indicating a leakage in the catheter system. Product that passed this test will be subjected to the next process. Based on the investigation and testing conducted on the actual sample, the split balloon could had been due to contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulting the thin balloon membrane to split. Therefore, we could not confirm this complaint as stated.

Event description:
Reported event: the catheter slipped out from the urethra because the balloon burst. The patient's condition was reported as fine.